Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 47 mg/dl. Reportedly, customer initiated an override bolus. Customer administered a glucagon shot to address bg. Reportedly, local rescue were called but only to ensure that low bg resolved. Tandem technical support conducted systems check and the pump was functioning as intended